Manufacturer narrative:
The device was returned to zoll medical corporation; the malfunction was duplicated and attributed to faulty test port pins. The test port pins were replaced to resolve the malfunction. It is important to note that this malfunction only impacts the self-test of the device and does not prevent the device from being used clinically. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has not received the product for evaluation and this complaint is still under investigation.

Event description:
Complainant alleged that during biomed testing the device was unable to discharge. Complainant indicated that there was no patient involvement in the reported malfunction.